Event description:
A report was received that the patient was experiencing discomfort at the ipg site and had to charge the ipg every two to three days. The patient will undergo a revision procedure wherein the ipg will be replaced.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site and had to charge the ipg every two to three days. The patient will undergo a revision procedure wherein the ipg will be replaced.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site and had to charge the ipg every two to three days. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. The patient is reportedly doing well. Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm the explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional information was received that the patient will undergo an explant procedure instead of a revision procedure.